Manufacturer narrative:
Event date: unknown date in 2018. (B)(6). This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a hardware removal of a locking compression plate (lcp) plate, six (6) unknown cortex screws, and an unknown locking screw on a distal ulna fracture. This was due to non-union and the plate positioned incorrectly in the distal radial ulnar joint. The plate was removed, the edges of the fracture were corrected, and a new lcp plate was implanted. All hardware was removed successfully. The original surgery was an open fracture on (B)(6) 2018. It is unknown if there was a surgical delay. There was no patient consequence. This report is for one (1) unknown- screws: locking. This is report 3 of 3 for (B)(4).